Manufacturer narrative:
The analyzer serial number is (B)(6). The patient sample was requested for investigation. The investigation is ongoing.

Event description:
It was reported that on an unknown date in 2023, it was found that the most distal locking hole threads would not lock after a screw was inserted. There was no reported surgical delay and no adverse patient impact. No further information is available. This report is for an unk - screw: trauma, this is report 2 of 2 for (B)(4).